Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's mother reported via phone call that customer had high blood glucose of 500 mg/dl, which was treated with a bolus delivery. It was reported that customer received three no delivery alarms. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer would call back to complete high pressure test. Customer was advised to change infusion set, reservoir and insulin.